Manufacturer narrative:
510k: this report is for an unknown plates: hand/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that on an unknown date, the pet owner contacted to report about an implant complication due to non-union/infection. The initial surgery was done on an unknown date in the year 2014 and undergone bilateral radius repair fractures in a dog. Synthes plates that were placed in a 6 pound chihuahua year 2014. They were used in repair of radius compound fractures with clean breaks on two separate incidences a few months apart. Both plates eventually weakened a few weeks after surgery permitting the left radius to overlap but yet knitted together in the overlapping position. The right radius remained separated at the break. The broken plate on the right radius has now perforated the skin in the middle and inferior edge of the plate. The plate is scheduled to be removed next wednesday due to a treated infection with potential for more infection. (B)(4) was created to capture the right plates eventually weakened a few weeks after surgery permitting the left radius to overlap but yet knitted together in the overlapping position, while (B)(4) was created to capture the left plates eventually weakened a few weeks after surgery permitting the left radius to overlap but yet knitted together in the overlapping position. This complaint involves an unknown number of devices. This report is for unk - plates: hand. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.